Manufacturer narrative:
Reported event: an event regarding loosening of a trident shell was reported. The event was confirmed via medical review., method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a 56-year-old female who underwent a right total hip arthroplasty on or about (B)(6) 2006, with a cobalt chrome lfit v40 femoral head and a citation tmzf ha femoral stem. I can confirm that this event happened since I was able to review the operation report. The patient then underwent revision surgery of the right total hip replacement on (B)(6) 2010, where it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening. I can confirm this since I was able to review the revision operation report from 2010. I can also confirm that the patient underwent another revision surgery of the right hip on (B)(6) 2017, for periprosthetic joint infection. Again there was no evidence of any corrosion, trunnionosis or altr. The root cause of aseptic loosening of an acetabular component cannot be determined with certainty. Contributing factors can include surgical technique, in the way that the acetabular bed is prepared and the manner in which the acetabular cup is secured. If fixation is not optimal, fibrous ingrowth can occur and the cup can loosen at some point in the future. The root causes of late periprosthetic joint infection are multifactorial. Patient factors such as the patient's general medical condition, whether or not the patient is immunocompromised, can contribute. The possibility of a remote infection seeding the implant can be considered as well. If the patient is immunocompromised and not given prophylactic antibiotics for dental work, etc. Infection can occur.". -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive levels of chromium and cobalt in his blood. A review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a 56-year-old female who underwent a right total hip arthroplasty on or about (B)(6) 2006, with a cobalt chrome lfit v40 femoral head and a citation tmzf ha femoral stem. I can confirm that this event happened since I was able to review the operation report. The patient then underwent revision surgery of the right total hip replacement on (B)(6) 2010, where it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening. I can confirm this since I was able to review the revision operation report from 2010. I can also confirm that the patient underwent another revision surgery of the right hip on (B)(6) 2017, for periprosthetic joint infection. Again there was no evidence of any corrosion, trunnionosis or altr. The root cause of aseptic loosening of an acetabular component cannot be determined with certainty. Contributing factors can include surgical technique, in the way that the acetabular bed is prepared and the manner in which the acetabular cup is secured. If fixation is not optimal, fibrous ingrowth can occur and the cup can loosen at some point in the future. The root causes of late periprosthetic joint infection are multifactorial. Patient factors such as the patient's general medical condition, whether or not the patient is immunocompromised, can contribute. The possibility of a remote infection seeding the implant can be considered as well. If the patient is immunocompromised and not given prophylactic antibiotics for dental work, etc. Infection can occur." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2006 and was revised on (B)(6) 2010. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, excessive levels of chromium and cobalt in his blood. Update as per medical review: it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening.